Event description:
It was reported that the patient presented in clinic for a follow-up. Prior to the interrogation, the patient reported having a fall around the time when the noise started. Upon review it was discovered that the right atrial lead exhibited oversensing noise and inappropriate mode switch. No intervention was performed. The patient was in stable condition.